Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes there was tube extenders with molding defects that can be used. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: as a reactovigilant in our aura region, I am sending you an anomaly that was observed on some edta bd tubes, lot 0352048, reference 367864. Indeed, they were found deformed during a collection in moulins. For the moment, 10 tubes have presented this anomaly but this batch is in stock at the different sites in the region. The efs national reactovigilance network has been informed in order to share this information. As a reminder, a similar problem had already been observed in 2020 in our region. At the time, you replied that "controls have been put in place on the production line. The tubes become deformed when they are blocked in the heat tunnel. Sensors with lights and sound alarms have been added to better detect these incidents and to isolate the racks of defective tubes. Awareness raising was carried out with the employees." (Bd note: extracted from a previous bd investigation summary).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-11. H6: investigation summary: bd received samples and photos from your facility for investigation. The samples and photos were evaluated and the indicated failure mode for collapsed tubes with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, collapsed tubes were not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes there was tube extenders with molding defects that can be used. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: as a reactovigilant in our aura region, I am sending you an anomaly that was observed on some edta bd tubes, lot 0352048, reference 367864. Indeed, they were found deformed during a collection in moulins. For the moment, 10 tubes have presented this anomaly but this batch is in stock at the different sites in the region. The efs national reactovigilance network has been informed in order to share this information. As a reminder, a similar problem had already been observed in 2020 in our region. At the time, you replied that "controls have been put in place on the production line. The tubes become deformed when they are blocked in the heat tunnel. Sensors with lights and sound alarms have been added to better detect these incidents and to isolate the racks of defective tubes. Awareness raising was carried out with the employees." (Bd note: extracted from a previous bd investigation summary)